Manufacturer narrative:
Eval summary: the analysis results found that the tsw35 device was rec'd in good visual condition and with a cartridge present in the bag. The cartridge was rec'd partially fired. The returned cartridge was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test cartridge and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was completed and the staples were noted to have the proper b-formed shape. The batch history records were reviewed with no anomalies noted during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a general surgery procedure, when stapling, the top fell out. A second device was opened and the procedure was completed. There was no consequence to the pt.